Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during a training, a bur was broken upon opening. The inner and outer blades were separated and the bur was unusable. There was no patient involvement. On follow up, it was confirmed that the inner and outer blade of a curved bur was broken off.

Manufacturer narrative:
There was no damage or anomalies in the construction of the device. There were no detached or loose components. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.